Manufacturer narrative:
The investigational analysis completed 1/24/2020. The device was visually inspected, and it was found in good conditions. During the second visual it was found reddish-brown material was observed inside the pebax. Additionally, a hole was found with metal exposed. The magnetic sensor functionality was tested on carto and the catheter was properly visualized with no errors were observed. The force sensor feature was tested, and was found to be working properly. The force values were observed within specifications. A manufacturing record evaluation was performed and no internal actions were found during the review. The customer complaint cannot be confirmed. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure. However, this cannot be conclusively determined. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch¿ bi-directional navigation (stsf) catheter, and the biosense webster inc. (Bwi) product analysis lab (pal) found a hole in the pebax. Initially, it was reported when the catheter was plugged in, contact force alert 85 was shown on the system. No metal objects, catheters, or sheaths were in proximity to the stsf. The cable was changed and the force was reset. The problem was not solved. Catheter replacement resolved the issue. No adverse patient consequences were reported. The observed force issue has been assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On 11/25/2019, the bwi pal received the device for evaluation. Upon initial inspection, the product revealed no physical damage. Further testing was performed. During a second visual inspection on 1/15/2020, the bwi pal observed reddish-brown material was observed inside the pebax. Additionally, a hole was found. The observed hole has been assessed as an MDR reportable malfunction as metal exposed. The awareness date has been reset to 1/15/2020.